Event description:
It was reported to bsc/target that during the procedure the idc-18 interlocking detachable coil was stuck in the lumen of a fastracker-18 mx. According to the sales rep the problem occurred at the distal tip of the catheter. Upon evaluation of the device in november 2001, it was noted that the idc-18 interlocking detachable coil had detached from its pusher wire making this complaint a MDR.